Event description:
Rv unipolar lead impedance warning on (B)(6) 2020. Rv unipolar lead impedance 190 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).